Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52, lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that there was alert on the right ventricular (rv) lead for high rate non-sustained tachycardia episodes, sensing integrity counters (sic), and varying lead impedance. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.